Manufacturer narrative:
The facility did not retain the device but did provide the lot number; therefore, an investigation of the lot history record will be performed by the manufacturer. Pt had "very minor burn" on cheek when adenoid tip fell off handpiece. It was treated with topical bacitracin before waking the pt. The manufacturer is attempting to contact the physician for additional details about the incident. When additional information becomes available, the manufacturer will file a follow-up report.

Event description:
Pt had "very minor burn" on cheek when adenoid tip fell off handpiece.